Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-00507 / 00508).

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2005. Legal counsel for patient reports patient underwent a revision on (B)(6) 2011 due to patient allegations of elevated metal ion levels, pain, problems sitting, standing, dislocation of the hip, moving up and down stairs, and inflammation. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2005. Legal counsel for patient reports patient underwent a revision on (B)(6) 2011 due to patient allegations of elevated metal ion levels, pain, problems sitting, standing, dislocation of the hip, moving up and down stairs, and inflammation. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report noted patient underwent a right hip revision on (B)(6) 2011 due to pain, elevated metal ion levels and squeaking. Revision operative report noted the presence of synovial fluid with metal particles and an osteolytic lesion filled with metallic debris. The modular head and acetabular cup were removed and replaced with a competitor's cup and biomet head.